Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8400cex excalibur broke while preforming a medial meniscectomy. The excalibur broke while inside the sheath and all the broken fragments were accounted for. A new ar-8400cex excalibur was opened and case was completed without further issues. This was discovered during a meniscectomy procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-8400cex was received for evaluation. Visual inspection revealed the outer tube is bent below the normal curvature. Rotation of the outer hub did not result in rotation of the tip of the inner tube assembly. A likely point of failure are the 3 coils from the inner tube assembly, located at the curvature of the outer tube. However, without disassembling and potentially damaging the device, this failure cannot be verified. Thus, the cause for the device not rotating as intended remains undetermined. The cause for the bent outer tube can be attributed to misuse, which likely resulted in application of excessive mechanical forces on the outer tube via prying and/or leveraging.